Manufacturer narrative:
The power cord for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the white wire to molded plug failed continuity testing.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced the shorted power cord. The imaging system then passed the system checkout and was found to be fully functional. The suspect power cord was returned for evaluation, however results are not yet available.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that when the system was plugged into an outlet in the hallway there was a small spark. Then when the system was moved into the operating room and plugged into a different outlet there was a larger spark and there was damage to the outlet. The system was able to capture an image on battery power. The was no delay to surgery and no impact on patient outcome.